Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. A non-medtronic service provider charged the battery with the same result. A different battery was installed and the ventilator worked properly.

Event description:
It was reported that after replacing the ht70 ventilator battery it had a back up battery failure. There was no patient involvement.